Manufacturer narrative:
The product was returned with the membrane completely unfolded, blood on the interior and exterior of the catheter as well as on the interior and exterior of the returned extender tubing, and blood between the catheter and sheath. The returned sheath was not a maquet product. A portion of the extracorporeal tubing and male leur was cut from the iab and not returned. An underwater leak test of the balloon, catheter, y-fitting, extracorporeal tubing, and pressure tubing was performed and a leak was detected on the membrane approximately 1.27cm from the rear seal measuring 0.013cm in length. The reported alarm was most likely triggered by a leak which was found on the membrane. Under magnification, a whitish patch was observed around the leak. This whitish patch is the typical appearance of an abrasion mark which is caused by calcified plaque in the aorta. A non-conforming material report review was completed for the reported product. No nonconformances were found that are considered to be related to the event. Reference complaint #(B)(4).

Event description:
N/a.

Manufacturer narrative:
Event site postal code: (B)(6). The device has not been returned to the manufacturer so we are unable to complete an evaluation. If provided we will send a supplemental report with our additional findings. Complaint record ID # (B)(4).

Event description:
It was reported that after approximately two days of intra-aortic balloon (iab) therapy, the console generated a check iab catheter alarm. The customer decided to remove the iab and stopped driving the console. There was no patient harm or adverse event reported.